Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of uterus'), fallopian tube perforation ('fallopain tube perforation'), perforation ('other organ perforation') and device dislocation ('migration of essure device to abdominal or pelvic cavit') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria disability, medically significant and intervention required), fallopian tube perforation (seriousness criteria disability, medically significant and intervention required), perforation (seriousness criteria disability, medically significant and intervention required), device dislocation (seriousness criteria disability, medically significant and intervention required), abdominal pain ("chronic abdominal pain"), pelvic pain ("chronic pelvic pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), headache ("headache"), fatigue ("fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression"), hypersensitivity ("allergic reaction") and autoimmune disorder ("auto immune reactions") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (to remove essure, to remove essure and to remove essure). Essure was removed on (B)(6) 2021. At the time of the report, the uterine perforation, fallopian tube perforation, perforation, device dislocation, pregnancy with contraceptive device, abdominal pain, pelvic pain, genital haemorrhage, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety, depression and hypersensitivity outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: the plaintiff was injured severely & permanently. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of uterus'), fallopian tube perforation ('fallopain tube perforation'), perforation ('other organ perforation') and device dislocation ('migration of essure device to abdominal or pelvic cavit') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria disability, medically significant and intervention required), fallopian tube perforation (seriousness criteria disability, medically significant and intervention required), perforation (seriousness criteria disability, medically significant and intervention required), device dislocation (seriousness criteria disability, medically significant and intervention required), abdominal pain ("chronic abdominal pain"), pelvic pain ("chronic pelvic pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), headache ("headache"), fatigue ("fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression"), hypersensitivity ("allergic reaction") and autoimmune disorder ("auto immune reactions") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (to remove essure, to remove essure and to remove essure). Essure was removed on (B)(6) 2021. At the time of the report, the uterine perforation, fallopian tube perforation, perforation, device dislocation, pregnancy with contraceptive device, abdominal pain, pelvic pain, genital haemorrhage, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety, depression and hypersensitivity outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: the plaintiff was injured severely & permanently. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 25-apr-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("perforation of uterus"), fallopian tube perforation ("fallopain tube perforation"), perforation ("other organ perforation") and device dislocation ("migration of essure device to abdominal or pelvic cavit") in a female patient who had essure inserted (lot no. A27189). Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of degenerative disc disease, osteoarthritis, asthma, bruising, parity 1 (gravida 3 para 1 at 39 weeks and 2 days) and multi gravida. Previously administered products included: salbutamol and symbicort. The patient had a family history of breast cancer. Concurrent conditions were listed as dysuria, nickel allergy, fatigue, malaise, leg pain, brain fog, memory loss, dyspepsia, blurred vision, joint pain, hair loss, diarrhea, itchy upper limbs, fatigue, bloating, anxiety, panic attack, hives, cold intolerance, musculoskeletal pain, pain in hip, menometrorrhagia, irregular menstrual cycle, heavy periods and low back ache. Concomitant products included ibuprofen for pain, naproxen and cyclobenzaprine. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2021. On unknown date she experienced uterine perforation (seriousness criteria disability, medically important and intervention required), fallopian tube perforation (seriousness criteria disability, medically important and intervention required), perforation (seriousness criteria disability, medically important and intervention required), device dislocation (seriousness criteria disability, medically important and intervention required), pregnancy with contraceptive device ("unintended pregnancy"), abdominal pain ("chronic abdominal pain"), pelvic pain ("chronic pelvic pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), headache ("headache"), fatigue ("fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression"), hypersensitivity ("allergic reaction") and autoimmune disorder ("auto immune reactions"). The patient was treated with tranexamic acid, vitamin d3 (colecalciferol), tylenol (paracetamol), cipralex (escitalopram oxalate), hydromorphone and nsaids as well as surgery (total laparoscopic hysterectomy, bilateral salpingectomy, and a cystoscopy). At the time of the report, the outcomes for uterine perforation, fallopian tube perforation, perforation, device dislocation, pregnancy with contraceptive device, abdominal pain, pelvic pain, genital haemorrhage, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety, depression and hypersensitivity were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: the plaintiff was injured severely & permanently. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2013: findings: the uterine cavity appears normal. Essure contraceptive device noted within both fallopian tubes that are obstructed. No contrast is seen opacifying the fallopian tubes and no spillage occurs into the peritoneal cavity. Impression: satisfactory appearance of the essure contraceptive device [mammogram] on (B)(6) 2021: malignancy [pathology test] on (B)(6) 2021: specimen description: uterus, cervix, bilateral fallopian tubes clinical information bilateral essure implants, present essure pain. Menorrhagia diagnosis: uterus with cervix, bilateral fallopian tubes: uterine cervix with mild chronic cervicitis, secretory phase endometrium, unremarkable myometrium. Fallopian tubes with inserted intraluminal coils consistent with essure implants and paratubal cysts, left and right gross description: on sectioning through both portions of fallopian tube a lumen is identified. A metal coil is present in both fallopian tubes. [Ultrasound scan] on (B)(6) 2021: essure was not seen on ultrasound: unremarkable; on (B)(6) 2021: within normal limits [urinary system x-ray] on (B)(6) 2021: findings: linear metallic structures situated in the pelvis, each lateral to the midline most compatible with essure contraceptive device. Localization based on radiograph is challenging, however the location would approximate expected fallopian tube position. Normal bowel gas pattern. No obstruction. No visceromegaly. No pathologic mineralization. No acute osseous abnormalities [x-ray] on (B)(6) 2021: on the pelvic film tubal embolization coils and a couple phleboliths are incidentally noted. Films of both hips are normal in appearance without evidence of degenerative change; on (B)(6) 2021: short linear wire-like structures are noted within the pelvis bilaterally, presumably corresponding to fallopian tube coiling described in the requisition. No suspicious lower abdominal or pelvic calcifications. Non-obstructive bowel gas pattern. No acute pelvic fractures; on (B)(6) 2021: essure¿s are still present in normal configuration. The most recent follow-up information incorporated above includes data received on: 26-mar-2024: medical record received. Lab data including surgical pathology report received. Lot number added. Medical history, historical drugs, & concomitant drugs are added. Patient date of birth, aka name and new reporters are added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("perforation of uterus"), fallopian tube perforation ("fallopain tube perforation"), perforation ("other organ perforation") and device dislocation ("migration of essure device to abdominal or pelvic cavit") in a female patient who had essure inserted (lot no. A27189). Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of degenerative disc disease, osteoarthritis, asthma, bruising, parity 1 (gravida 3 para 1 at 39 weeks and 2 days) and multi gravida. Previously administered products included: salbutamol and symbicort. The patient had a family history of breast cancer. Concurrent conditions were listed as dysuria, nickel allergy, fatigue, malaise, leg pain, brain fog, memory loss, dyspepsia, blurred vision, joint pain, hair loss, diarrhea, itchy upper limbs, fatigue, bloating, anxiety, panic attack, hives, cold intolerance, musculoskeletal pain, pain in hip, menometrorrhagia, irregular menstrual cycle, heavy periods and low back ache. Concomitant products included ibuprofen for pain, naproxen and cyclobenzaprine. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2021. On unknown date she experienced uterine perforation (seriousness criteria disability, medically important and intervention required), fallopian tube perforation (seriousness criteria disability, medically important and intervention required), perforation (seriousness criteria disability, medically important and intervention required), device dislocation (seriousness criteria disability, medically important and intervention required), pregnancy with contraceptive device ("unintended pregnancy"), abdominal pain ("chronic abdominal pain"), pelvic pain ("chronic pelvic pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), headache ("headache"), fatigue ("fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression"), hypersensitivity ("allergic reaction") and autoimmune disorder ("auto immune reactions"). The patient was treated with tranexamic acid, vitamin d3 (colecalciferol), tylenol (paracetamol), cipralex (escitalopram oxalate), hydromorphone and nsaids as well as surgery (total laparoscopic hysterectomy, bilateral salpingectomy, and a cystoscopy). At the time of the report, the outcomes for uterine perforation, fallopian tube perforation, perforation, device dislocation, pregnancy with contraceptive device, abdominal pain, pelvic pain, genital haemorrhage, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety, depression and hypersensitivity were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: the plaintiff was injured severely & permanently. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2013: findings: the uterine cavity appears normal. Essure contraceptive device noted within both fallopian tubes that are obstructed. No contrast is seen opacifying the fallopian tubes and no spillage occurs into the peritoneal cavity. Impression: satisfactory appearance of the essure contraceptive device [mammogram] on (B)(6) 2021: malignancy [pathology test] on (B)(6) 2021: specimen description :uterus, cervix, bilateral fallopian tubes clinical information bilateral essure implants, present essure pain. Menorrhagia diagnosis: uterus with cervix, bilateral fallopian tubes: uterine cervix with mild chronic cervicitis secretory phase endometrium unremarkable myometrium fallopian tubes with inserted intraluminal coils consistent with essure implants and paratubal cysts, left and right gross description: on sectioning through both portions of fallopian tube a lumen is identified. A metal coil is present in both fallopian tubes. [Ultrasound scan] on (B)(6) 2021: essure was not seen on ultrasound: unremarkable; on (B)(6) 2021: within normal limits [urinary system x-ray] on (B)(6) 2021: findings: linear metallic structures situated in the pelvis, each lateral to the midline most compatible with essure contraceptive device. Localization based on radiograph is challenging, however the location would approximate expected fallopian tube position. Normal bowel gas pattern. No obstruction. No visceromegaly. No pathologic mineralization. No acute osseous abnormalities [x-ray] on (B)(6) 2021: on the pelvic film tubal embolization coils and a couple phleboliths are incidentally noted. Films of both hips are normal in appearance without evidence of degenerative change; on (B)(6) 2021: short linear wire-like structures are noted within the pelvis bilaterally, presumably corresponding to fallopian tube coiling described in the requisition. No suspicious lower abdominal or pelvic calcifications. Non-obstructive bowel gas pattern. No acute pelvic fractures; on (B)(6) 2021: essure¿s are still present in normal configuration ot number: a27189 manufacture date: 2012-07 expiration date: 2015-07-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 05-apr-2024: quality safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.